Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The customer is reporting a retraction failure threaded the catheter off the needle and pressed the button on the device to retract the needle, but the needle did not retract, and the button remained stuck in the depressed state. Additional information 2/11/2026: in the medsun form mentioned that the date of the event as ¿(B)(6).¿. Could you please specify the exact date when the reported issue happened? I do not have the exact date. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No injury to the patient or team member

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382547 and lot number 5149283. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.